Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure a stylet was difficult to advance in the inner lumen of the right ventricular lead. The helix could not extend. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.